Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (laparotomy and supracervical hysterectomy with bilateral- salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, pain and anxiety outcome was unknown. The reporter considered anxiety, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid on (B)(6) 2017, polycystic ovary on (B)(6) 2017, surgery on (B)(6) 2017, gravida ii, parity 1, food allergy, hiatal hernia, cesarean section, polycystic ovarian syndrome, hyperlipidemia, acid reflux (oesophageal) and paratubal cyst. Concurrent conditions included reflux esophagitis, obesity, menorrhagia, gastric ulcer, uterine leiomyoma, genital bleeding, redness, edema, pain, peritubal adhesions, nausea, vomiting, adenomyosis, uterine cervical squamous metaplasia, inflammation, dysmenorrhea, salpingitis and uterus enlarged. Family history included hypertension. Concomitant products included salbutamol (albuterol) since (B)(6) 2016 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011 for contraception, metformin since january 2016 for diabetes, omeprazole (protonix) since january 2016 for gastrooesophageal reflux disease, atorvastatin since january 2016 for hyperlipidemia as well as ascorbic acid since january 2016, bupropion hydrochloride;naltrexone hydrochloride (contravene) from january 2016 to june 2016, cholecalciferol (cholecalciferol) since january 2016, doxycycline hyclate, fluticasone propionate;salmeterol xinafoate (advair), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from february 2011 to june 2017, paracetamol (tylenol), potassium chloride from january 2016 to june 2017 and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("emotional anguish / mental anguish"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and pain ("physical pain"). The patient was treated with surgery (laparotomy and supracervical hysterectomy with bilateral- salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain was resolving, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, menstrual disorder, female sexual dysfunction, anxiety, mood swings, migraine, nausea and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs- (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain were added. Outcome of pelvic pain was reported as recovering/resolving. Concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, food allergy, hiatal hernia, cesarean section, polycystic ovarian syndrome, hyperlipidemia, acid reflux (oesophageal) and paratubal cyst. Concurrent conditions included uterine fibroid since (B)(6) 2017, polycystic ovary since (B)(6) 2017, surgery since (B)(6) 2017, reflux esophagitis, obesity, menorrhagia, gastric ulcer, uterine leiomyoma, genital bleeding, redness, edema, pain, peritubal adhesions, nausea, vomiting, adenomyosis, uterine cervical squamous metaplasia, inflammation, dysmenorrhea, salpingitis and uterus enlarged. Family history included hypertension. Concomitant products included salbutamol (albuterol) since (B)(6) 2016 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011 for contraception, metformin since (B)(6) 2016 for diabetes, omeprazole (protonix) since (B)(6) 2016 for gastrooesophageal reflux disease, atorvastatin since january 2016 for hyperlipidemia as well as ascorbic acid since (B)(6) 2016, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2016 to (B)(6) 2016, colecalciferol (cholecalciferol) since (B)(6) 2016, doxycycline hyclate, fluticasone propionate;salmeterol xinafoate (advair), ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2017, paracetamol (tylenol), potassium chloride from (B)(6) 2016 to (B)(6) 2017 and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("emotional anguish / mental anguish / psych injury"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced hypersensitivity ("allergy: other"), menstrual disorder ("menstruation issues") and pain ("physical pain"). The patient was treated with surgery (laparotomy and supracervical hysterectomy with bilateral- salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, menstrual disorder, female sexual dysfunction, anxiety, mood swings, migraine, nausea and depression outcome was unknown and the pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs- (B)(6) 2011 and (B)(6) 2011. The patient received treatment for pelvic/abdominal, chronic, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new event - allergy added. Outcome of event pain, bleeding, allergy updated as recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.